Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Prior to use of an unspecified number of tampons, the consumer reported that the string was missing. She did not use any of these tampons.